Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up or stuck buttons noted. Insulin pump had a cracked display window corner and cracked reservoir tube lip.

Event description:
Customer's mother reported a button error on customer's insulin pump. The numbers are scrolling up. Customer replaced the battery and the device alarmed battery out limit. Customer cleared the alarms, but the keypad is only semi responsive. Customer's blood glucose is 136 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.